Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 was failed. A field service engineer (fse) found that drawers 3.1 and 3.2 were not being detected on the bus. The diagnostic lights on the controller boards were illuminated, but several lights on the controller module were not. The control module was replaced, and after the replacement the failure cleared. No errors or failures could be recreated in either the main application or the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, drawers 3.1 and 3.2 failed. The system indicated that the drawers had failed and could not be recovered, displayed the message, drawer not connected to bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.